Manufacturer narrative:
This report is submitted on may 08, 2017.

Event description:
Per the clinic, the patient experienced poor performance with device use as a result of head trauma, subsequently the device was explanted (date not reported).

Manufacturer narrative:
This report is filed on (B)(6) 2017.